Event description:
It was reported that for "a month and a half" the patient had had trouble getting her stimulation setting over 2.5 volts on program 1 and over 2.7 volts on program 2. It was noted that "approximately 2 weeks ago or less" she got an elective replacement indicator (eri) message with the call your doctor icon. It was noted that the patient was "surprised" because her previous stimulator lasted reportedly for 3 years. It was noted that the patient was an out of regulation (oor) message and the upper-limit reached icon which she tried to increase stimulation on program 1. It was noted that the patient had "another program leftover from her previous stimulator" but she was not able to increase the stimulation using that program either. It was reported that the patient had an appointment with her health care provider on (B)(6). Additional information reported that the implantable neurostimulator (ins) battery had prematurely depleted. It was noted that the ins remained implanted and in service. It was noted that the "unit" would be replaced in (B)(6) with a rechargeable device. It was noted that impedance testing and reprogramming was performed, however, the product issue was not resolved. It was further explained that the battery eri occurred "only 4 months post implant." At the time of report, the patient was described as alive and sustaining no injury. It was noted that there were no patient symptoms or complications associated with this event. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 247590001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3550-39, lot# n248990, implanted: (B)(6) 2010, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).